Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided) and a seizure. Subsequently, the customer was hospitalized. Additionally, it was reported that the customer did not receive a low bg alert. Although requested, the customer did not upload pump data for review. Multiple contact attempts were made by tandem technical support to obtain additional information, and to upload pump data however no response received.